Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged guidewires was confirmed, but the exact cause was not determined. A 0.018¿ x 35cm guidewire and a microintroducer were returned for investigation. The guidewire was received in the hoop. The blue tip straightener was not attached to the hoop. The guidewire was extending 1.6cm from the distal end of the hoop. After removing the guidewire from the hoop, a slight bend was observed 4cm from the distal tip. No residue was observed on the microintroducer. A microscopic examination revealed that the weld tip and coil wire was intact at the distal end of the guidewire. Dislocation in the coil wire was observed at the proximal weld tip of the guidewire. The grind pattern on the coil wire was misaligned, which indicates that the dislocation occurred after the guidewire was manufactured. The outside diameter of the guidewire was within specification. This type of damage can occur if the coil wire is twisted near the weld tip; however it is unknown where or how the damage occurred. A lot history review (lhr) of rebw0774 showed six other similar product complaints from this lot number.

Event description:
It was reported that there were visible "rough edges" at the end of three guidewires upon their removal from their package. It was stated that each one failed to pass through the needle when attempting insertion. All three devices were unusable, there was no patient involvement. This file addresses the second of the three devices.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0774 showed six other similar product complaints from this lot number.

Event description:
It was reported that there were visible "rough edges" at the end of three guidewires upon their removal from their package. It was stated that each one failed to pass through the needle when attempting insertion. All three devices were unusable, there was no patient involvement. This file addresses the second of the three devices.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0774 showed six other similar product complaints from this lot number.

Event description:
It was reported that there were visible "rough edges" at the end of three guidewires upon their removal from their package. It was stated that each one failed to pass through the needle when attempting insertion. All three devices were unusable, there was no patient involvement. This file addresses the second of the three devices.